Event description:
It was reported that there is no light. No patient or procedure involvement. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet complete; investigation results are pending. This event is filed under internal complaint ID: (B)(4).